Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high," without a specific value. The customer took corrective action by administering a correction injection and changed the infusion set and cartridge to resume insulin delivery. However, clinical troubleshooting has been exhausted and a replacement pump was sent to the customer.